Event description:
Pt tested blood glucose = 211 mg/dl on suspect device. Around 5 minutes later, he had an insulin reaction. The emts tested his blood glucose as 38 mg/dl. He was given a glucose intravenous & released from the hospital 10 hours later. Pt's controls on suspect device tested within range.